Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology were used. The pt underwent balloon sinuplasty on the frontal and maxillary sinuses bilaterally. The procedure was done without difficulty. There was no irrigation of the sinuses. The pt described immediate relief at the conclusion of the procedure. The pt was instructed not to blow his nose following surgery, however, on the day of the surgery he blow his nose and developed immediate left eyelid swelling. The surgeon identified preseptal air under the lift eyelid that was easily able to be evacuated by pressing on the eyelid. There were no other ocular or visual abnormalities. There was no other intervention performed. The pt has returned for follow up and has had no further sequelae.

Manufacturer narrative:
Acclarent followed up on this report to gather additional info. The surgeon indicated that the acclarent balloon sinuplasty performed as expected. He was pleased with the procedure and the results. He believed the eyelid swelling occurred from a bony dehiscence in the lamina papyrecea. This occurred from either the balloon sinuplasty or the previous maxillary sinus trephination for years before. The nose blowing caused air to travel from the nose into the periorbital area. The subject device of this report was not returned for eval, and it's whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.